Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) who reported that the 2008t machine had a burned power plug. The burned power plug appeared brown. The machine tripped the hospital grade ground-fault circuit interrupter (gfci) outlet. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The 2008t machine had approximately 750 operating hours. The plug was the original fresenius part on the machine. There was no reported melting, burning smell, smoke, spark, flame, or arcing observed. The biomed replaced the power supply, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The power plug was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, a field service technician investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) who reported that the 2008t machine had a burned power plug. The burned power plug appeared brown. The machine tripped the hospital grade ground-fault circuit interrupter (gfci) outlet. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The 2008t machine had approximately 750 operating hours. The plug was the original fresenius part on the machine. There was no reported melting, burning smell, smoke, spark, flame, or arcing observed. The biomed replaced the power supply, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The power plug was reported to be available to be returned to the manufacturer for physical evaluation.